Manufacturer narrative:
Our quality engineer inspected the photo and 8 samples submitted for evaluation. The reported issues of package damaged/ defective were confirmed upon inspection of the samples. Analysis of the samples showed the top web was torn on all 8 blister packages. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The primary packaging process was reviewed. The root cause is the blister packaging being crushed during packaging. This occurred when the height of the stacked blister packages exceeded the designated clearance, leading to contact with the cylinder. Action had been taken to install a height check sensor to stop the line when improper stacking is detected. The affected lot was manufactured prior to the implementation of this corrective measure.

Event description:
It was reported by a customer that the package is easy to puncture, and a few have been punctured easily. Package lacks an inner coating ex, plastic to prevent an easy puncture before the product is used. Complaint via email. Details of product complaint: 1. Product code ¿ bd305766 2. Meditech number ¿ 142334 ¿ this is a stocked item for xxx 3. Lot number - 5239830 4. Product description - needle hypodermic 18g 1.5inch hinged - bd eclipse safety 5. Date of incident ¿ (B)(6) 2026 6. Product complaint - the package is easy to puncture, and a few have been punctured easily. The package lacks an inner coating ( ex , plastic) to prevent an easy puncture before the product is used. 7. Supplier ¿ xxxx 8. Infection control issue ¿ yes as the package is no longer sterile and has an increased risk of infection 9. Package sample is available for return.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.